Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm mitral masters valve was selected for implant. The valve was implanted, but then the surgeon observed a leak and the valve was intraoperatively replaced with a new 27mm mitral masters valve, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinical significant delay as the result of this event. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant due to perivalvular leak was reported. The investigation found that both leaflets were intact and opened and closed completely without difficulty while having no asynchronous motion or leaflet malfunction. No material was seen within the pivot recesses or on the surfaces of the mechanical leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 27mm mitral masters valve was selected for implant. The valve was implanted, but then the surgeon observed a paravalvular leak and the valve was intraoperatively replaced with a new 27mm mitral masters valve, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinical significant delay as the result of this event. The patient was reported to be in stable condition.